Event description:
Placed 8/98. On 9/21/98, pt noted shirt bloody. Changed dressing & stopped bleeding. 9/22 went into facility & found catheter to be gone. Unable to locate under "csr". Pt found 2 pcs of tubing at home, one was the bifurcation & the other was the tubing only. The tip wasn't found.